Manufacturer narrative:
(B)(4). Date sent: 5/25/2023 e1, e2, g2.

Event description:
It was reported that during an unknown procedure the tip of active blade broke off. Surgeon unaware at what point this happened but noticed on removing device from patient. Patient had subsequent x-ray and broken off tip is inside the patient. Medical engineering and surgeon do not plan on removing and happy to leave in situ as sterile.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Although x-ray confirmed broken piece of active blade was inside patient and clinician happy to leave in situ attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This is an analysis of a set of images submitted for evaluation. Images: the images provided by the customer shows a har11 instrument with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.